Manufacturer narrative:
(B)(6) hospital reported discrepant assay results during a correlation study performed as a part of assay validation - the t2sars-cov-2 panel (eua) run on t2dx instrument isa1621000278 produced a negative result on (B)(6) 2022, compared to the positive sars-cov-2 result from the cepheid genexpert run on the same date. This is the third of five discrepant negative results. This sample was run on (B)(6) 2022, with the unique run ID: 0696ab61-ba5c-4773-bfd9-61af5d5087513 the customer ran qc on the t2dx instrument as defined in the t2sars-cov-2 panel IFU, with 5/5 reported for positive controls and 4/5 reported for negative controls. 1/5 negative controls resulted in an invalid. The cepheid genexpert assay is more sensitive in sars-cov-2 detection than the t2sars-cov-2 panel and likely the cause for discrepant results.

Event description:
On (B)(6) 2022, a (B)(6) hospital representative reported that the t2sars-cov-2 panel resulted in five negative results on a known positive sample during system validation. The samples tested positive on the cepheid genexpert for sars-cov-2 just before negative detection with the t2sars-cov-2 panel on the t2dx instrument.